Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this device will be explanted early due to unexplained long charge times of greater then 25 seconds. It is believed that the battery has depleted prematurely and the device will be explanted as a result. No adverse patient effects were reported.

Event description:
New information was received that this device was explanted.